Manufacturer narrative:
(B)(4). Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. The device history records were reviewed and the manufacturing criteria was met prior to the release of this lot.

Event description:
It was reported that the patient underwent an known procedure on (B)(6) 2018 and suture was used. During the procedure, the needle pulled off the suture. They were retrieved from patient. There were no patient consequences. A new suture was used to complete the procedure. No additional information is available.

Manufacturer narrative:
Pc-(B)(4).

Manufacturer narrative:
Pc-(B)(4). A winding former with a re-parked used needle and a suture piece was returned for analysis. During the visual inspection of sample, the swage and attachment area were as expected. The barrel hole was examined under 20x magnification for suture remnant and none was noted. Additionally, there are slightly marks on body that appears to be by use of surgical instrument. The suture end was examined and there isn¿t sufficient impression at the swage end, resulting in the needle pull off. Per the condition of the sample received, the assignable cause of the performance pull off suture needle is a light swage defect, this defect is caused when does not tightens the press correctly and the swage area be weak on the needle/suture.